Event description:
It was reported that the patient is unable to communicate with the ipg following an unrelated surgery. Reportedly, the ipg was not set into surgery mode prior to the unrelated procedure. The ipg was recovered through troubleshooting. Reportedly, therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An inoperable ipg was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. As a result, troubleshooting was able to recover the ipg. Therapy was restored. Actions have been taken to prevent reoccurrence.